Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing inhibition on the left ventricular (lv) lead channel. Technical services (ts) was consulted and further in office review of the system was recommended. No adverse patient effects were reported. This system remains in service.